Event description:
It was reported that the patient presented to the clinic for a right ventricular (rv) lead explant procedure due to tricuspid regurgitation. It was also determined that the right atrial (ra) lead would be explanted due to a history of noise oversensing. During the ra lead explant, the left ventricular (lv) lead was inadvertently dislodged, as it had been adhered to the ra lead. As a result, the rv, ra, and lv leads were all explanted. The rv and ra leads were successfully replaced, and the lv port was plugged. Following the procedure, the newly implanted ra lead demonstrated crosstalk oversensing resulting in pacing inhibition. It was suspected that the implantable cardioverter defibrillator (ICD)'s exhibited interrogation issues which may have contributed to the loss of low voltage output. No further intervention was performed, and the patient remained stable throughout.

Manufacturer narrative:
The reported event of noise oversensing was unable to be confirmed by analysis. The other reported event was a failure to disconnect. As received, a complete lead was returned in one stretched piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.